Manufacturer narrative:
The event occurred on unspecified dates between (B)(6) 2017. (B)(6). The minicaps were received for evaluation with the aluminum foil peeled and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. The sponge was found fully separated from the cap on all samples. The reported condition was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was outside of seven (7) minicaps (misassembled). There was no patient involvement. No additional information is available.